Event description:
Patient reported obtaining back-to-back blood glucose results of 423 mg/dl and 191 mg/dl, while using the suspect device. Patient did not modify therapy based on these results. No resultant injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.